Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 395 mg/dl. The customer¿s blood glucose was 533 mg/dl at the time of the incident. The customer¿s current blood glucose was 425 mg/dl. The customer treated high blood glucose with bolus and syringes. The drive support cap was normal. Customer was unable to perform the high pressure test cause he could not see the numbers on the insulin pump. The product was returned for analysis.